Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported the problem of unit snapped off of the base. Patient involvement is unknown.

Event description:
The customer reported that while the device was attached to the roll stand, the device fell, resulting in the pole mount snapping. The device was in use. There was no reported patient or user impact. A philips field service engineer (fse) went to the customer site. The customer evaluated the device and spoke to the customer determining that the roll stand fell as a result of being mishandled by the user. The fse replaced the roll stand: ss mechasy post, prem rollstand part number - 453564612921. No further investigation or action is warranted at this time.

Manufacturer narrative:
Reporting decision based on additional information obtained: non-reportable. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The customer reported that while the device was attached to the roll stand, the device fell, resulting in the pole mount snapping. A philips field service engineer (fse) spoke to the customer determining that the roll stand fell as a result of being mishandled by the user. Damage was confirmed to be user-caused/accidental. Note that any malfunctioning of the device is considered to be a consequence of the physical damage resulting from the drop, and therefore does not represent a product malfunction, but is considered use outside normal and expected. The subsequent damage to the monitor would be / was obvious to the user.